Event description:
It was reported that the customer dropped his insulin pump. Caller stated that the insulin pump is broken had loose motor and loose drive support cap. Nothing further was reported.

Manufacturer narrative:
Broken off end cap, completely cracked and bleeding lcd glass, cracked case near display window corners, cracked reservoir tube, missing display window, cracked reservoir tube lip and missing motor assembly noted during visual inspection. Unable to inspect drive support disk due to missing end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.